Manufacturer narrative:
The ipg passed visual, photographic imaging and performance tests performed. The device was confirmed to be in hibernation upon receipt. The device was successfully charged to full capacity in two charge cycles, and all testing indicated the device was functioning properly. The battery charge profile indicates that charge attempts had been frequently interrupted by the associated charger, which are the characteristics of a poor air ventilation around the patient's charger. Battery depletion rate with stimulation turned off was slightly higher than the set limit. Quiescent current was also marginally out of the expected range. The quiescent current variation was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top that makes test points inaccessible.

Event description:
A report was received that a patient was having difficulties charging the ipg due to weight loss. The patient had lost a significant amount of weight, making the pocket site too shallow. In addition, a bsn engineer analyzed the patient's database and confirmed premature battery depletion. During the procedure, the physician chose to replace the ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was having difficulties charging the ipg due to weight loss. The patient had lost a significant amount of weight, making the pocket site too shallow. In addition, a bsn engineer analyzed the patient's database and confirmed premature battery depletion. During the procedure, the physician chose to replace the ipg. The patient is reportedly doing well following the procedure.